Event description:
Customer reported that his blood glucose was 83 mg/dl. Customer stated that one of his sensors was giving incorrect readings and the cannula was bent when he removed it. Customer stated that the second sensor was stuck in the serter. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.